Event description:
Reportedly, the lapro clip was placed during an unk procedure. A re-operation was performed three weeks later, decompression and drainage of an abscess. During the re-operation a loose clip was found.